Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the moving component of the product jammed during the use.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device shows signs of repeated use (nicks, gouges) the dovetail feature is flared, also cracked on the medial side of post. Device history record was reviewed and no discrepancies were found. The root cause for the provisional fractures is design deficiency and bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the moving component of the provisional jammed during trialing off of the trial femoral and trial base plate, before implant selection was made. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.